Manufacturer narrative:
The returned device was evaluated. During this testing, the unit was able to power on and engage in monitoring but lines were observed across the lcd screen. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the device had lines on the display. Customer reported that the lines on the display obstructed the values and the device was able to engage in patient monitoring. There were no consequences or impact to patient.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.